Event description:
An endurant ii stent graft system was scheduled for implant for the endovascular treatment of a 6.5 cm diameter thoracic aneurysm. Vessel morphology is unknown. It was reported that the physician attempted to implant the stent graft. The physician chose to use the endurant ii in an off-label application, (using an abdominal device in a thoracic procedure), because a larger thoracic device would not fit in the patient's tortuous and calcified access vessels due to its larger diameter (22f). The patient was not eligible for an open procedure, and the physician believed prior to the procedure that the access would be tight but adequate. The physician was unable to be advanced through the access vessels. The device became stuck when pushing it through the access vessels and had to be removed. During the procedure, the physician determined that the access was too tight to safely place a stent graft and remove the delivery system safely. The device was able to be removed without difficulty, and had bends in it after it was removed due to the tortuosity of the access vessels. The stent graft cover was also seen to be scored due to the calcified access vessels. The procedure was aborted. No clinical sequelae were reported and the patient status is unknown.

Manufacturer narrative:
(B)(4). Off-label, unapproved or contraindicated use (used an abdominal device in a thoracic procedure).